Event description:
It was reported that a cartridge alarm 16 occurred. Customer's blood glucose level ranged from 111-112 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
Device not returned.